Manufacturer narrative:
The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 9th february 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, dome detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. Corrected b5 describe event and problem: on 9th february 2023 getinge became aware of an issue with one of our surgical lights ¿ hled 500. As it was stated, dome detached from the device and the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, dome detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information gathered, the issue was discovered during maintenance. As stated by the subject matter expert at manufacturer¿s, a situation involving loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 9th february 2023 getinge became aware of an issue with one of our surgical lights ¿ hled 500. As it was stated, dome detached from the device and the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, dome detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.